Event description:
An endurant iis stent graft esbf3214c103ee was implanted during the endovascular treatment of a 39.1mm abdominal aortic aneurysm. A short neck was noted. It was reported during the index procedure, during stent graft implantation, the stent graft migrated into the aneurysm sac and could not be positioned at the intended anchoring site. The procedure was subsequently converted to implantation of a non mdt, and the surgery was completed. The patient experienced no complications during the procedure. Per the physician the cause was anatomy related noting 'the patient had a short aneurysmal neck, a large aneurysm sac, and a tortuous abdominal aorta'. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Photo evaluation sumamry: two still images of device received for analysis. The first image depicts the distal end of an endurant iis delivery system. A stent graft is partially deployed to the second stent ring and the tip capture has not been released. Deformation is evident to the distal end of the graft cover. The second image depicts the proximal end of an endurant delivery system. No damage is evident to the screw gear. Film evaluation summary: the reported inaccurate delivery of the device could not be confirmed based on the still image and report provided; therefore, the exact cause of the event could not be determined. Procedural angiogram images showing the device deployment were not received, which limited the ability to perform a thorough assessment of the event. In addition, the absence of pre-implant CT scans restricted evaluation of the pre-implant anatomy. However, the anatomical considerations likely contributing to the reported event could still be appreciated on the images available-specifically, the short and aneurysmal aortic neck, which may have been a significant factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was clarified that only the proximal end of the covered stent was deployed. During positioning, the stent moved from the intended location at the inferior margin of the renal artery to a position below the renal artery and could not be repositioned. No modifications were made to the stent. The device removed via a non-medtronic sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.